Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The device was completely removed from the patient. No patient complications were reported and the patient's status was good.